Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the xstage was pushing on the front caster wheels. Once the x-stage was repute on the correct position the driving was working fine again. The drive issues came from a dent in the x-stage cover. This was caused by moving the gantry in the y direction down into the x-stage, therefore the front caster wheels where rubbing against the x-stage cover hence the issues with driving. The batteries and chargers where in good condition. The image acquisition system (ias) had 399 vdc and then it was unplugged from the mobile view station (mvs). After 20 minutes the voltage has dropped with 15 volts. Once the charger was connected again the batteries charged to 399 vdc within 10 minutes so this indicates that the charging and keeping charge works properly. The x-stage cover was fixed and placed in the correct position. The imaging system then passed the system checkout and was found to be fully functional. Battery trays 2 and 4 was returned to the manufacturer for analysis. Analysis found that the trays passed voltage tests. Continuity tests on fuses passed. Individual batteries measured 12.81vdc and 12.80vdc for tray 2; 12.78vdc, 12.70vdc, 12.67vdc and 12.74vdc for tray 4. Total measured voltage was 25.61vdc for tray 2, 50.89vdc for tray 4, and were within range. No fault found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the batteries were draining and the motor was cutting out even when the clutch was fully pushed out. There was no patient present.

Manufacturer narrative:
The enclosure charger was returned to the manufacturer for analysis. Analysis found that the enclosure charger passed visual in spection and was installed on a test system. The dash indicated all channels were functional and communicating was as expected. 2d and 3d imaging were successful while under test. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The enclosure charger was returned to the manufacturer for evaluation. Functional testing; performance testing; visual/physical examination; usability inspection; examination of similar product was performed and no fault was found in the returned product. The returned part passed all tests. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the batteries were draining and the motor was cutting out even when the clutch was fully pushed out. There was no patient present.